Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low voltage alarms when connecting to mobile power unit (mpu). Mpu does not have lock, but plug was securely plugged in and no issue with outlet. The patient changed aa batteries in base of unit. Log file submitted revealed low voltage advisories that looked to be caused by the patient running the batteries down below the low voltage advisory threshold, in which the batteries ran for approximately 22 hours. There were also a couple of low voltages recorded while changing from battery to mpu. The patient was issued a new mpu as current mpu had fair amount of wear and tear, not returning old equipment as already disposed. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarm on mobile power unit (mpu) was confirmed via the log file review; however, the reported event of wear and tear was not confirmed. The log file spanned approximately 3 days (on (B)(6) 2021 per the timestamp). Atypical low voltage advisory alarm intermittently activated on (B)(6) 2021 from 07:39 to 07:42, on (B)(6) 2021 from 03:30 to 05:32, and on (B)(6) 2021 from 22:33 to 22:46 due to fluctuating rsoc voltage on the power cables while the device was connected to mpu. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm. The mobile power unit, serial: (B)(6), was not returned for analysis. Additional information on 09jun2021, stated that the cause of low voltage event was not identified. The mpu was exchanged due to fair amount of wear and tear, and was disposed. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06oct2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.